Event description:
Customer reported to beckman coulter, inc (bec) that fluid was leaking from the blood sampling valve (bsv) manual aspiration probe of the coulter lh 500 hematology analyzer (lh 500). Customer reported that the volume of the leak was 10 ml. Customer reported that the operator was wearing gloves, lab coat and goggles. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the tubing was disconnected from probe wipe fitting #2. The fse gave the tubing more slack and refit the tubing. This resolved the leak.

Manufacturer narrative:
(B)(4).